Event description:
The customer reported via phone call that the sensor came off with the serter and requested assistance correcting this issue. The customer also stated that the sensor tape wrinkled, and had caused a blister on her skin. Blood glucose level at the time of the incident was not provided. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.